Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6), 2021: correction: medical device problem code a0412 has been added to accurately capture the event. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 535cc breast implant was found to have a tear on the posterior view, measuring approximately 1.3 cm. The packaging was not received. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Medical device problem code a0412 has been added to accurately capture the event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 535cc mentor memorygel breast implant's packaging, a cardboard box, was discovered during a breast augmentation revision surgery to have a small puncture through the box, the implant's plastic wrap, and the implant. The implant was described to be slimy as it was taken out of the packaging. As a result, the following implants were used instead: 480cc mentor memorygel breast implant catalog: 3505480bc lot: 9556194 sn: (B)(4) and 480cc mentor memorygel breast implant catalog: 3505480bc lot: 7448880 sn: (B)(4). No adverse event or patient consequence was reported.